Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. No significant anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative spoke with the patient on (B)(6) 2021 and the patient noted that she feels like her pain is well controlled now and there is no issue at the pocket. The patient noted that she was 150 pounds; however, when the issue started, she was 100pounds when the issue started and she has stayed that weight since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that when she first got the device she was (B)(6) lbs but now since she's been diagnosed as a diabetic she has lost 50 lbs so she was at (B)(6) lbs and the last couple of days/"this week coming" the device is having trouble finding the device making it difficult to charge. Patient said she thinks this may be related to her weight loss and thinks the implant may have moved. Patient said when she doesn't take her medication she can feel the lead in her back and it was uncomfortable. Patient said it is taking much longer than before to charge her implant because the device has trouble finding the device. Patient said once the device finds the ins she gets good/excellent recharge quality. Patient said that she has to constantly reposition the rtm antenna over the device in order to find device. During call patient was able to connect with implant right away and saw excellent recharge quality. Patient inspected rtm and said there was no physical damage present. Patient said she no longer has a managing hcp b/c she changed insurance so she needs to find a new dr.. Patient mentioned that she knew her rep and that she has his contact info and was going to call him . Patient services reviewed role of rep and redirected pt to hcp for medical symptoms. Patient services reviewed for patient to bring equipment to next rep/hcp meeting. Patient services reviewed for patient to call back if implant is found to not be the cause of recharging issues. Additional information received from the manufacturing representative (rep) and patient indicated that they felt twitching while charging and had difficulty recharging. The patient lost a lot of weight and found that the ins was uncomfortable. The device was explanted, and the issue was resolved.